Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, regarding october 2020 lot (0xv), review of the manufacturing record and shipping inspection record found no problem in them. (B)(4).

Event description:
The user facility reported that the single use guidewire was used during the procedure. The customer wanted to remove stones in the bile duct using item kd-vc611q-07203s. Ercp - the papilla was punctured with the preloaded papillotome and the wire was placed. Then the papillotome was removed. The wire was left in place. A cook extraction balloon was pushed into the bile duct over the wire. The black parts of the papilla were seen, and it was assumed that the wire was torn off. These parts were recovered with the biopsy forceps. The patient was not injured or harmed. There was no prolongation of the procedure. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The items received for evaluation were a disposable guidewire g, an olympus papillotomy knife, and two pieces of fibrous material, and they were referred to as the actual sample, the papillotome, and the material-1 and -2 respectively in this report. Visual inspection of the actual sample revealed that the shaft had been kinked at approximately 130 mm and at 190 mm from the distal end. Magnifying inspection of the kinked sections found that the ptfe coating had been peeled off near the kinked sections. The peeled area showed traces of burned residue. Note: mm* indicts approximate distance from the distal end of the device. Around the kink at 195 mm*, the peeling of ptfe coating occurred intermittently in the section from 190 mm* to 265 mm* (about 75 mm). No peeling of ptfe coating was observed in the section other than the kinked sections. The normal part of the actual sample was disassembled and inspected with ccd. No abnormalities such as separation or gaps were observed between the ptfe coating and the core wire, and the adhesion state of coating of the actual sample was confirmed to be equivalent to that of a normal product sample. Magnifying inspection of material-1 and -2 found that the length was 25.7 mm and 50.7 mm respectively and the total length was 76.4 mm. A pattern that closely resembles the cross marker of disposable guidewire g was observed on the surface. Material-1 and -2 were subjected to component analysis by ft-ir spectroscopy and confirmed to have ir-spectrum similar to the ptfe coating of disposable guidewire m. Based on 1.3, 1.4, and 1.5, it was presumed that materal-1 and -2 were ptfe coating that had been peeled from area around the kink at 195 mm from the distal end. The outer diameter of the following parts of the actual sample were measured and confirmed to meet the factory's control criteria: urethane-coated section: 0.597 mm; distal side of ptfe-coated section: 0.596 mm; proximal end of ptfe-coated section: 0.698 mm. The bending strength of the actual sample was measured and confirmed to meet the factory's control criteria. Inspection of the papillotome: visual inspection of the papillotome found a buckling in the tube section around 2000 mm from the distal end. The investigation of this device performed by olympus confirmed that there was no causal link between the buckling and this complaint. Magnifying inspection of the papillotome found torn section in the tube along the c channel of the guidewire lumen. Structure of the papillotome: the papillotome has a slit in the guidewire lumen from the actuator to the c-channel end marker (marked with yellow arrow), and no slit from the c-channel end marker to the distal end. Simulation test: after the actual sample was combined with the papillotome, a load was applied to the end marker of the c channel of the guidewire lumen in the way that tube section of the papillotome could be torn by the actual sample. As a result, the actual sample protruded from the torn section of the papillotome. At this time, it was confirmed that the actual sample and the knife wire of the papillotome were in a state where they could easily come into contact with each other. The unknown lot number has been updated from the initially reported 0xv (unk) to 0xv12 (unk). Review of the manufacturing record and the product-release judgement record of the (B)(6) 2020 production lot (0xv12) confirmed that there were not any indications of anomaly in them. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that actual sample combined with the papillotome got protruded from the c channel up to the end marker. Due to this, a load was applied to the end marker section, leading to the tear of the guidewire lumen and the protrusion of the guidewire through the torn section. When the papillotome was manipulated while both devices were in that state, the knife wire section of the papillotome came into contact with the actual sample, leading to the kinks and peeling of ptfe coating of the actual sample. However, he exact cause of the reported event cannot be definitively determined based on the available information.